Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the pulse generator exhibited post paced t-wave oversensing. The device was reprogrammed which resolved the issue. The patient was in good condition before, during and after the event.

Event description:
Additional information received indicated that the post-paced t-wave oversensing had reoccurred. The device was reprogrammed and there were no patient consequences.